Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
Following angioplasty, a stent was successfully placed to treat a right m1 middle cerebral artery (mca) atherosclerotic greater than 90% stenosis. Follow-up angiography showed that there was a less than 20% residual stenosis at the site of the middle cerebral artery. The stent was widely patent. There was no evidence of distal embolization along the middle cerebral artery tree. There was no evidence of vascular injury. However, post procedure the patient developed an ischemic stroke in the basal ganglia. Medical management (not specified) was performed. Three days post procedure, the patient was discharged with current remaining deficits includes dysphagia, dysarthria, and assistance when ambulating. It was reported that the stroke was related to the subject stent and was unrelated to the use of the balloon and the procedure.

Manufacturer narrative:
The device remains implanted.

Event description:
Following angioplasty, a stent was successfully placed to treat a right m1 middle cerebral artery (mca) atherosclerotic greater than 90% stenosis. Follow-up angiography showed that there was a less than 20% residual stenosis at the site of the middle cerebral artery. The stent was widely patent. There was no evidence of distal embolization along the middle cerebral artery tree. There was no evidence of vascular injury. However, post procedure the patient developed an ischemic stroke in the basal ganglia. Medical management (not specified) was performed. Three days post procedure, the patient was discharged with current remaining deficits includes dysphagia, dysarthria, and assistance when ambulating. It was reported that the stroke was related to the subject stent and was unrelated to the use of the balloon and the procedure.